Manufacturer narrative:
A product development evaluation was completed: the device was received clean and bent; no scratches are visible. It is not obvious what have led to the screw bending but due to the strength of the screw it may be related to transport or positioning of the patient. It is also unknown how the screws have been removed as they were received bent. Furthermore no scratches or damages are visible on the screws but they would be expected if removed. The reason why the screws have been removed is also unknown. Only one x-ray has been provided and the complaint does not provide enough information to further evaluate the issue. The clinical statement is not providing enough information to enable a conclusive statement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID/initials are unknown. Event date: unknown. (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 22, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a per acetabulum osteotomy surgical procedure at the left hip on (B)(6) 2016. Three days after the surgery during x-rays control, it was found that two (2) screws were bent. It was reported the patient had been on a bed; there was no abrupt movements known. The screws were explanted on (B)(6) 2016 and new ones were implanted. The provided x-ray was reviewed by the manufacturer and it was noted that it seemed like screw bending could be observed. This is report 2 of 2 for (B)(4).